Event description:
Datascope reported that while the unit was in use on a patient, the unit, using 3-lead cables, generated a 'leads off' message at the bedside monitor (expert monitor) and the central station (visa central station). The pt had expired. Even after attaching the additional leads the unit still generated a 'leads off' message rather than an asystole alarm. Note: the pt was a 'dnr' (do not resuscitate).